Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and reported failure was confirmed. Failure analysis found the primary failure of instrument bipolar yaw pulley thermal damage exposed electrode. The instrument was found to have thermal damage on bipolar yaw pulley. The instrument found to have exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. No sign of damage on the conductor wire. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that in central processing, the instrument had physical damage. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.